Event description:
It was reported by service report that the bed lost power. There was patient involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Loss of power cord connection at bed power inlet.